Event description:
Boston scientific received information that this patient had received radiation near this system after which the right ventricular (rv) impedance was greater than 2000 ohms. Threshold and sensing measurements remained within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the possibility for radiation to damage the lead and/or the cardiac tissue but don't know of any occurrences. The physician was going to check the patient and perform further troubleshooting. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.